Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2009; 4968-60 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced syncope and it was discovered that the implantable cardioverter defibrillator (ICD) was at end of life (eol). The device remains in use. No patient complications have been reported as a result of this event.